Manufacturer narrative:
Allergan is not requesting the device return at this time due to global safety concerns associated with covid-19. A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and patient concern.

Event description:
Patient reported right side "breast pain," "breast fluid," and removal due to "patient¿s concern with the product." The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6a., h.6.

Event description:
Patient reported "breast pain" "breast fluid" and concern about the right side device. Device was explanted. Patient reported double capsule.